Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9625 was received for investigation. -upon visual inspection, it was noted that the drive geometry at the distal tip of the returned 3.0 mm hex driver had broken and twisted. -functional testing was not performed due to the damaged distal tip of the device. The most likely cause of the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use. -refer to investigation photos. -complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-9625 3.0mm hex driver head of screw broke off while screwing peripheral screws. This was discovered during the case with no patient harm.